Event description:
It was reported that force sensor test event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed right and left plunger cases cracked. Reported problem duplicated during power up process. The root cause of the reported issue was found to be normal wear; device was over four years old. Force sensor was out of calibration as a result of normal wear. This issue is a result of the customer's physical damage to the device. Actions taken to mitigate the reported issue: replaced left plunger case and recalibrated force sensor. Power up device and passed all the functional test. Performed occlusion test and all functional testing which passed.